Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will issue a supplemental MDR report. The instructions for use (IFU) identifies premature or difficult coil detachment, and aneurysm perforation or rupture and hemorrhage as potential complications associated with use of the device.

Event description:
It was reported that during an embolization of a saccular aneurysm procedure, the coil unintentionally detached in the microcatheter while placing in the aneurysm. The microcatheter along with coil were successfully removed from the patient. A new coil was used to successfully complete the case. There was no report of harm or injury to the patient.

Manufacturer narrative:
Additional information: h10 (summary device evaluation). Summary device evaluation: the investigation of the returned coil system found the implant damaged and to be attached to the pusher with no signs of activation on the heater coil. The proximal gold connector was found kinked. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint.